Event description:
The event was a revision surgery performed approximately 10 months after the primary surgery because the patient kept dislocating. The surgeon explanted the 135/145 humeral cup 36/+9 (ref 313-0709). The surgeon then implanted a new standard 36/+9 humeral cup (ref 103-0809) as well as a 135/145 reversed adapter (ref 112-0100) to add an additional 9mm.